Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose (bg) level was "high" (specific bg value was not provided). A manual injection of insulin was administered to address customer's high bg. Reportedly, the customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.